Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient last charged the ipg approximately on (B)(6) 2019 and lost therapy on (B)(6) 2019. The ipg would no longer communicate with the patient programmer and charger. In turn, troubleshooting was unable to resolve the issue. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain complete patient information.